Manufacturer narrative:
The reported field event of high impedance and high capture threshold were confirmed in the laboratory. Visual inspection of the partial lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number-2017865-2020-06505; related manufacturer reference number-2017865-2020-06506. It was reported that the patient received a vibratory alert and presented in the clinic. Device interrogation revealed, the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds and the right atrial (ra) lead exhibited noise. During replacing the ra and rv leads, access was lost; the left ventricular (lv) lead was explanted to get access. After the lv lead was removed, it was noted that the lead exhibited fracture. The leads were replaced. The patient was in stable condition.